Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- volista. As stated by customer, rusty points appeared on device tube. There is no injury reported however we decided to report the issue in abundance of caution as any rust particle falling might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 13th august, 2018 maquet sas became aware of an issue with one of surgical lights- volista. As stated by customer, rusty points appeared on device tube. There was no injury reported however we decided to report the issue in abundance of caution as any rust particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the device did not meet its specification and it contributed to the issue. None of the information received so far suggest that the issue was discovered during patient treatment. The problem covered by the complaint at hand has been investigated by the manufacturing site. After removing the axle cover, which is made of silicone, it was noticed that the corrosion zone was located on the entire edge of the suspension axle low end. This brings us to the conclusion that liquid was retained in the cover. For such corrosion to appear, the axle must have been in contact with this liquid for longer period. Due to the fact that the axle is one piece, hollow inside, the only area for liquid to pass into the part is where the main tube is connecting with the ceiling. In summary, upon performed investigation we were able to confirm the customer the customer allegation as a corrosion occurred. The root cause for the issue was identified to caused by a liquid passing into the part. The type of liquid however could not be identified. Given the findings of this investigation we shall continue to monitor for any further events of this nature and do not propose any other action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).